Manufacturer narrative:
Pump was received with motor error alarm during basic occlusion test and compromised forced sensor error alarm at 4.0 pounds during prime test due to faulty force sensor resistor. Motor passed motor test. Unit was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Blood glucose level was 229mg/dl at the time of the incident. Troubleshooting did not resolve the issue. Customer was advised to disconnect from the insulin pump and revert to back up plan per health care per health care professional instructions and pump will be replaced. The insulin pump will be returned for analysis.